Event description:
A non-healthcare professional reported that the low-quality cut when crushing the lens with the system resulting in an incomplete cut in the unknown eye of a patient during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event incomplete dissection during surgery the operation was not affected with the procedure. Hence not qualified for reportable malfunction.

Manufacturer narrative:
Additional information provided b.2.,b.5., and h.11. Based on the information received after the submission of the initial report, it is confirmed that the event incomplete dissection not affected to the operation and no harm caused to a patient. The event of incomplete dissection is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 2028159-2025-00080. The manufacturer internal reference number is: (B)(4).